Event description:
The aci sales professional reported that a technician from the user facility informed him that a patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynx vascular closure device (model number is unknown) to close the access site. Hemostasis was "not" achieved. The technician noted that she does not know any other information regarding this event. The sales professional attempted to get a hold of the physician to request additional information but was unsuccessful.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.